Manufacturer narrative:
The device was not returned to erbe for an evaluation. The provided investigation report stated that "the incident occurred because of the long service time of the probe." Our understanding of this conclusion is that the cryoprobe was used beyond its useful life. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during cryotherapy treatment. The cryosurgical unit/system was being used with a cryoprobe. No information was provided regarding the part or serial number of the probe. During treatment, the cryoprobe ruptured. Specifically, "the probe catheter suddenly rattled and gas was ejected from the patient's nose". The procedure was stopped and the cryoprobe was removed from the patient. There were "blood stains" and "the patient had a little bleeding in the bronchial lining". Therefore, to stop the bleeding, a 20 ml intratracheal injection of epinephrine with 0.9% sodium chloride was administered. The bleeding ceased. Therefore, "the tracheoscope was pulled out, and the patient had no discomfort".